Event description:
Radiometer reference (B)(4). According to the complaint, on (B)(6) 2025, at 8:38, a patient visited the hospital for treatment. Following the doctor's order for arterial blood collection, the nurse discovered after collecting the arterial blood that the safepico70 (lot no. Cy50) lacked the blue plastic cube used for needle protection. The nurse immediately replaced it with a safepico70 that included a blue plastic cube.